Manufacturer narrative:
The customer reported complaint for the autopulse platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. The load characterization check was performed and verified that both of the load cells is out of specification. Review of the archive data indicated multiple error messages user advisory (ua) 07 around the customer reported event date. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No additional information was provided. No known impact or consequence to patient information was provided.